Manufacturer narrative:
Complaint numbers (B)(4). This follow-up report is being submitted to correct and update the initial report. The following sections were updated: b5: describe event or problem. D4: UDI and expiration date was added. D9: completed. E4: initial reporter also sent report to FDA: was completed. G2: report source updated to add health professional. G4: premarket identification was updated. H6: adverse event problem codes were updated following completion of the investigation.

Event description:
The healthcare professional reported injecting a patient with 0.25 cc of evolysse smooth in the lips. Approximately one month post injection, the patient had lumps on the upper lip. Hcp stated the event is likely due to the patient anatomy rather than a product problem. The hcp treated the patient with hylenex without resolution of symptoms. The hcp stated the lump feels "empty", not indicative of filler, and believes it to be related to tissue laxity.

Manufacturer narrative:
Complaint number (B)(4).

Event description:
This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns a 21-year-old female patient who experienced lumping on her upper lip coincident with evolysse smooth. On (B)(6) 2025, the injector administered 0.25 cubic centimeters of smooth in the patient's lip. The patient came back in with lumping on her upper lip which began on (B)(6) 2025. The provider injected hylenex but saw no reduction of the lump. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the lump was unknown. Database reference number: (B)(4).